Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, patient presented with pain and it was noted that there was no fusion. Patient underwent a revision to extend the construct and it was discovered that the s1 screw was broken. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~3-4 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface damage and smearing is noted on both surfaces. Fracture surface examination identified a multi-modal fracture, with progressive striations and ratchet marks emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, and peripheral shear lips, starting approximately ~30% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.